Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an alert for high voltage impedance anomaly, pacing impedance anomaly and r wave amp variation. X ray was performed, and lead was noted to be retracted from the original position. The patient was noted to have twiddler¿s syndrome. Lead revision was discussed. The patient was stable.

Event description:
New information states that the shock impedances was out of range. The stimulation and sensing impedance decreased.

Event description:
New information states that the lead was explanted and replaced. The patient was stable.